Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Based on the reported information, it is confirmed that the cause of the event is due to use not consistent with the instructions for use (IFU). The oad came into contact with the spring tip. The diamondback 360 coronary orbital atherectomy system IFU manual states to maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was advanced in the 90% stenosed, severely calcified, proximal circumflex artery (cx) with glideassist activated. The viperwire flex tip guide wire was advanced to the distal cx. Visualization was poor due to the patient's weight along with viewing a small screen. Contact was made between the oad and the distal tip of the viperwire causing the tip of the viperwire to fracture off. The radiopaque tip was stable and left in the very distal cx. Stent placement was performed from the proximal cx into the left main (lm) artery to complete the procedure.